Event description:
It was reported by service report that the load wheel casting was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load wheel casting.